Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, egms revealed ventricular noise. X-rays were performed which revealed no anomalies. The device was reprogrammed. On (B)(6) the physician elected to remove the lead due to the noise. The lead insulation was then noted to have sustained damage. The patient tolerated the procedure and would continue to be monitored.